Event description:
It was reported that there was possible late sensing or undersening on the lead. Caller wanted to have ECG strips reviewed in order to determine if there was true artifact. The lead remains in use. No patient complicaions have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.